Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella placement. It was reported the physician made multiple attempts were made to cross the aorta, to place the impella, due to patient¿s anatomy it was unable to pass through the vasculature. Implantation was aborted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.